Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the unit stopped working while on patient. Unit was overdue for 2k pm. No patient harm was reported.

Manufacturer narrative:
Results of investigation: it was discovered the device was overdue its 2k hour pm, but unknown how overdue. From fse: performed voltage and pneumatics check. Adjusted voltages and pneumatics to vyaire medical specs. Performed circuit calibration and verification, passed. Device returned to service.